Event description:
It was reported by the customer that a micro sagittal saw ran while in safe mode. Upon follow-up, no further information was available from the customer.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor and rotor. The rotor was stuck in the motor. Additionally the tps flex was damaged.